Event description:
The reporter states that the expiration date on the vial of the accu-chek advantage strips is 03/31/2007. The MFR lists the expiration date as 03/31/2005. No adverse event reported. Requested return of suspect sys. New sys sent to customer.